Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had exposed the insulin pump to fluid. Customer got into pool water with the insulin pump. Customer stated that he had a button error alarm on the insulin pump. Customer also had battery out limit alarms. Customer stated that he could use most of the buttons but the act button was acting up.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform the displacement, off no power, operating currents, or self tests due to no button response. The pump had moisture damage on the electronic stack and on the motor. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.